Event description:
A malfunction code was reported, causing an issue with the pump. The customer's blood glucose level was recorded at 180 mg/dl, which is within the normal range. After resetting the pump did not resolve the issue, a replacement was required, and the customer was informed about the need for a replacement pump. The customer was to use multiple daily injections as a backup therapy to ensure insulin delivery continued without interruption. The customer was also instructed to return the faulty pump to tandem using the provided pre-paid label and return box within ten days. The pump replacement was confirmed, along with the customer's shipping address and storage mode instructions for transport.